Event description:
It was reported while using bd nano¿ 2nd gen pen needle the needle does not attach to pen correctly, and full dosage of medication may not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that pen needles do not attach as intended. Also reported patients are not sure if they are getting their full dosage.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needle the needle does not attach to pen correctly, and full dosage of medication may not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that pen needles do not attach as intended. Also reported patients are not sure if they are getting their full dosage.